Manufacturer narrative:
H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing including pressure testing and clear passage testing was performed with no issues noted. Priming was performed and no issues were noted. Hydrophobic vent/housing failure testing was also performed, and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air filter of clearlink system continu-flo solution set was leaking from the bottom. The set was used with epinephrine bag. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.